Manufacturer narrative:
(B)(4). Date sent: 8/2/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: the jnj authorized vendor denied that they sold devices of this lot. Is there an indication of how the product was distributed? -no. Is there any indication of the source? -no. Based on the packaging, is there any indication of which market the original genuine product may have come from? -no. Was the device used on a patient? If so, was there any patient consequence? -no. There is no sales record from slh. Investigation summary this is an analysis of four photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show two packages with lot # 541a47, exp. Date: 2026-10-31. In addition, the packages contained a label, code gst60t lot # 541a47, exp. Date: 2026-10-31. The lot number was reviewed on the quality tracking system, and it belongs to an ecr60d reload. The product code gst60t printed on the label does not match with product code ecr60d. After performing a lot trace on the lot provided and concluded that the file is confirmed as diversion. Based on the photos reviewed, the suspect diversion and packaging identification is confirmed. A manufacturing record evaluation was performed for the finished device batch number 541a47, and no non-conformances were identified.

Event description:
It was reported that while checking products with lot# "541a47", the nurse noted that the code on chinese labels were "gst60t" but the physical products in the packaging were "gst60d". However, bq china reviewed the product information in both ecm and sap system and found the real code of the products with lot# "541a47" should be "ecr60d". As confirmed with labeling team, the chinese labels of the complaint products were not printed by jjms.